Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was provided.

Event description:
The customer reported a falsely depressed architect intact pth result on the architect i1000sr analyzer. The sample generated an initial result of 68.70 pg/ml and retest of 288.80 pg/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
Abbott field service resolved the issue by replacing the pre trigger pump (rohs), which was identified to be the likely cause. Field service verified the system function by performing successful calibration and control runs. A review of the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for pre trigger pump (rohs) identified no issues or trends. A review of architect i1000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect i1000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i1000sr analyzer was identified.